Event description:
It was reported while exchanging a mapping catheter for a guidewire through a non-(B)(6) sheath air ingress occurred and st elevation was observed in the inferior leads. The procedure was then cancelled after ·the patient's level of consciousness did not recover" as cerebral infarction was suspected. Nitroglycerin was administered and cerebral vascular CT and MRI scans were performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).